Event description:
Healthcare professional reported injecting a patient in the chin with juvéderm® volux¿ xc. Two days later, the patient experienced ¿compressional vascular occlusion¿ at the injection site that caused ¿redness.¿ the patient was treated with 5 vials of hylenex. The event resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.